Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and three (3) limb stent grafts to treat an abdominal aortic aneurysm. Approximately two (2) years post initial implant, during a routine follow up, a type 3b endoleak with sac growth was discovered by a computerized tomography (CT). The physician elected to explant the devices. The patient was reported as doing well post explant. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned but images of the explanted device were received. The images show evidence of the stent coming thru the graft material causing a hole in the graft. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak. This type 3b endoleak is mostly likely device related due to the images of the explanted device showing a hole in the graft caused by the stent. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.